Event description:
A registered nurse (rn) contacted baxter's technical service center regarding a system error (se) 2240 alarm, on the home choice (hc) unit during use, with the patient connected in dwell 2 of 4. The rn checked their lines and bags and found that the 2 unused supply clamps were open. The technical service representative (tsr) advised the rn that unused lines should be clamped during setup and while running therapy. The tsr advised the rn to cycle power off/on to the hc to clear the se 2240. The rn closed all clamps, and disconnected the hp via aseptic technique and removed the cassette. There was patient involvement, however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The assignable cause is the clamp inadvertently being left open by the user. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.